Event description:
Patient was brought in for lead fluoroscopy and non invasive programmed stimulation testing during which externalization was found on the right ventricular lead. Device also did not perform properly during testing.